Event description:
The ekosonic device was successfully used to treat a deep vein thrombosis. When the iddc was placed in the pt, the user stated the proximal marker band was absent and not visible under fluoroscopy. The iddc was successfully used to treat the pt. The user could not find the proximal marker band. The marker band was not visible in the pt, however, the possibility that the marker band was dislodged in the pt could not be ruled out. The device was discarded after the procedure and not returned to ekos for eval.

Manufacturer narrative:
The device was not returned. No investigation was possible.